Event description:
MDR decision date: (B)(6). Dealer states controller faults. She states they have replaced multiple parts, but the fault still comes up. She states this is only happening at grocery stores and the customers workplace. No parts being replaced today. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsr-mcg, serial number/date (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1143190 rev. J (nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.